Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00801803201, name: femoral head sterile product do not resterilize 12/14 taper, lot: unknown; unknown acetabular component(s). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to wear, pain and corrosion caused by alval/metallosis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
Concomitant medical products: versys femoral head, catalog#: 00801803201, lot#: 61377641; porous acetabular shell, catalog#: 00620005022, lot#: 61176465; self-tapping bone screw, catalog#: 00625006525, lot#: 61357453; acetabular liner, catalog#: 00630505032, lot#: 61337904. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.